Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a 3d spin the system stopped unexpectedly. The site rebooted the system and took another 3d spin with no issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis and known anomaly determination. Analysis found that the x-ray never started and the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.